Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - the size 1 proximal broach tip broke off in the patient's phalange while surgeon was trying to remove the broach. Sequential broaching (up to size 2) was completed. The tip remained in the patient as removal would have been significantly more invasive.

Manufacturer narrative:
1644408-2022-00950 was reassessed and determined to be non-reportable.